Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's threshold suspend feature that did not work as designed. The customer did not recall the sensor reading at the time of the incident, but she reported that the insulin pump did not successfully suspend insulin delivery as she had expected. She stated that the feature worked 90 percent of the time. She declined troubleshooting for the issue, stating she did not have time. The customer's most recent blood glucose was 244 mg/dl. The customer also stated that when she programmed a bolus, she felt that the bolus wizard calculated too much insulin to be delivered. She stated that she suspended the bolus wizard's treatment, then manually treated with 2 units of insulin after the device had delivered 1 unit. She was advised that suspending the insulin pump was the way to stop the insulin delivery. She declined troubleshooting assistance for all issues.